Event description:
It was reported that the patients right ventricular (rv) lead exhibited rising and high thresholds. One week later the patient was deceased with a reported cause of death as cardiac arrest. It was noted the patient is enrolled in the incidence of arrhythmias in spanish population with a medtronic implantable cardiac defibrillator implant (umbrella) registry.